Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the probe did not cut during a surgery, the condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face, in the port and on the top of the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure. The root cause for the cut failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken by the manufacturing site as it appears that the observed cut failure was due to excessive use of the probe by the user and all probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).